Event description:
Philips received a complaint by the customer on the v60, indicating that an o2 leakage as soon as it uses the bottles, (2.5 o2 bottle) in 5 min with 50% fio2. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #:(B)(6).

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that when turning the device on the oxygen was at 50%. The customer re-set the device and now the oxygen is set to 21%. The customer will continue to evaluate the device to see if the tank is emptying too quickly again. If the device still deflates, it is recommended to place the v60 on another trolley. If this happens again, there is a leak in the trolley. If not, the leak is in the v60. The set 50% may have been the cause of the issue which the alleged malfunction would be considered as user error. The customer will call back if there are any further issues. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.